Event description:
It was reported that (1) device was used during a nissen procedure. It was reported by the rep that the lcsc1 had a continuous tone throughout the procedure. Another instrument was used to complete the case. There was no consequence to the pt. Device was an lcsc5.